Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was determined the active exhalation control module needed to be replaced due to damage. The device has evidence of physical damage consistent with the device being dropped. The device's active exhalation control module was replaced to address the issue.